Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room a chest x-ray was performed and revealed that the right atrial lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. The patient was asymptomatic post procedure.